Event description:
Reporter alleged that she couldn't test on the advantage system due to power concerns for 1-2 weeks. Reporter stated that during this time, she took her normal diabetic medications in the morning and then sometime later she was unable to get a reading and passed out. She reported that her son called 911, the emts took her to the hosp, and she was treated with pills and an injection. Reporter stated she was hospitalized for five days and new medications were added to her regimen. No other actions or treatment were reported. A request was made for the return to the suspect device and replacement product was sent.